Event description:
The advocate stated that the customer tested his blood glucose, and rec'd a reading of 278 mg/dl using his contour meter. The advocate stated that the customer was sweating, and had a headache, so he retested using another meter, and rec'd a reading of 32 mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The advocate gave the customer juice to bring up his blood glucose level. The advocate performed control tests while troubleshooting and all results were within the normal control range. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.